Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the locking knob on the rocker arm of the a3059 mayfield composite series skull clamp would not fully release. There was no known patient involvement or delay in surgery.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and upon evaluation, the mayfield 2 lock had up and down movement and the teeth were grinding when rotated. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.